Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004 and (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device 1) and/or bard/davol perfix plug. On (B)(6) 2011 - the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the kugel hernia patch (device 1). As reported, the patient's attorney alleges a general claim related only to the kugel hernia patch (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 7 years 8 months post implant of kugel patch, patient was diagnosed with hernia recurrence and pain thereby underwent hernia repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Updated fields: a2, a4, b2 (outcome attributed to adv ev), b4, b5, b7, d4 (product catalog no, corporate lot no, UDI no.), d.6a (date of implant), e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents the kugel patch (device #1). Additional emdr's were submitted to represent kugel patch (device #2, #3 & #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004 and (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device 1) and/or bard/davol perfix plug. (B)(6) 2011 - the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the kugel hernia patch (device 1). As reported, the patient's attorney alleges a general claim related only to the kugel hernia patch (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with bilateral direct inguinal hernias and cord lipomas thereby underwent open repair with the implant of kugel patch (right - device #1 & left - device #2). Per operative notes, ¿in the right inguinal region, a small right cord lipoma was resected and a kugel patch (right - device #1) was placed and sutured. In left inguinal region, large left direct hernia including a small cord lipoma was resected and a kugel patch (left - device #2) was placed and sutured.¿ (B)(6) 2006 - patient was diagnosed with recurrent bilateral direct inguinal hernias thereby underwent repair with the implant of kugel patch (right - device #3 & left - device #4). (Note, there was no implant op notes provided) (B)(6) 2011 - patient was diagnosed with recurrent left femoral hernia thereby underwent open repair with the implant of perfix plug (device #5) and explant of kugel patch (left - device #2 & #4). Per operative notes, ¿the previously placed kugel patch (left - device #2 & #4) had migrated inferiorly at femoral region which was dissected away and removed. The hernia sac was dissected and a perfix plug (device #5) was placed into the femoral ring and sutured.¿ (B)(6) 2011 - patient was diagnosed with symptomatic reducible right femoral hernia thereby underwent open repair with the implant of perfix plug (device #6). Per operative notes, ¿the femoral hernia sac was dissected and reduced back into a preperitoneal position and a perfix plug (device #6) was fashioned to fit into the femoral canal and secured superiorly or anteriorly to the ilioinguinal ligament and previously placed kugel patch (right - device #1 & #3).¿ attorney alleges that the patient had bowel perforation, revision surgery, pain, hernia recurrence and emotional injuries.